Manufacturer narrative:
Investigation is ongoing. Follow-up report will be filed.

Event description:
A customer contacted haemonetics on (B)(4) 2011 and alleged possible hemolysis identified in the collection bottle during plasmapheresis on the pcs2 plasma collection system. No donor injury was reported. No operator injury was reported.